Event description:
New information received noted that the right ventricular lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested, but not yet available

Event description:
It was reported the patient presented for unknown reasons. The patient's right ventricular lead (rv) was exhibited low pacing impedance. Patient condition was unknown. Further information requested, but not yet available.